Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by recurrent failure of two matrix drawers. A field service engineer swapped both controllers and reconfigured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system was not detected on the bus. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.